Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose level was 448 mg/dl ¿ ¿high¿ on continuous glucose monitor. Reportedly, customer attempted to self-treat with a bolus via pump; however, paramedics were called and transported customer to the emergency room (ER) where they were treated intravenously with fluids of saline and insulin. The customer was released on 2/26/24 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.